Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator developed an infection at the implant site. A seven day supply of antibiotics was prescribed. Thirty days later, the infection had healed and the implant site was clean. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.